Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. Review of the attached x-rays by (B)(4) base business noted the implants appeared to be well positioned with proper gap. They appeared to be well fixed and no obvious signs of loosening. There was a view that was able to confirm the reported spinout. The investigation could not draw any conclusions regarding the reported event; however, it is possible this is patient anatomy related (ligament laxity). Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Approximately 3 months ago, patient started to experience discomfort in knee joint. Complained of instability, giving way. No history of fall reported by patient. X-ray showed dislocated / spun bearing. During surgery, bearing found to have spun 90 degrees. Wear on anterior medial aspect of bearing. Collateral ligaments intact. Poly replaced - stable through full range of motion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.